Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2208500, model: sc-2208-50, serial: (B)(4), batch: 194904.

Event description:
It was reported that the patient was experiencing a hardware discomfort. The patient underwent a system explant procedure.